Event description:
This complaint is now reportable based on the analysis completed on 22 sep 2009. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The target lesion was in the distal left circumflex (lcx). It was 99% stenosed, calcified and moderately tortuous. The lesion was pre-dilated with an unspecified apex balloon. Then a taxus liberte paclitaxel-eluting coronary stent 2.5x20mm balloon was advanced but it was unable to cross the lesion site. The procedure was completed with another of the same device. No pt complications were reported and the pt status is reported as "fine". However, the returned product revealed that there was stent damage.

Manufacturer narrative:
A visual and microscopic examination identified distal stent damage. The stent struts on the first row from the distal edge were raised. There was a kink on the hypotube approx 5.5cm from the catheter's strain relief. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the mfg documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is operational context as device performance was limited due to anatomical procedural failures. (B)(4).